Event description:
Patient was revised to address painful articulation and increased cobalt chrome levels.

Manufacturer narrative:
This is a duplicate report of 1818910-2013-15614. This report, 1818910-2013-20371, will be rejected. 1818910-2013-15614, will be kept for investigation purposes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.